Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation findings. In addition, the following reportable malfunctions were identified during the device evaluation: dirt / residue on the light guide cover lens - was removed during inspection (no distortion/coloration in the image after lens cleaning) olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported device issue was not noted on inspection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.